Manufacturer narrative:
Updated b1: adverse event or product problem. Updated h1: type of report.

Manufacturer narrative:
According to the customer contact on (B)(6) 2026, there was a "false positive urine hcg test." The customer reported a "quantitative serum hcg test was performed to confirm the results." Per the customer contact, the test was ordered as part of a post-partum follow-up visit and prior to iud placement. The customer contact reported as a result of the reported incident, "the procedure was delayed" and "the patient had to return in 1 week for repeat testing." The customer contact stated the patient returned on (B)(6) 2026 and completed the intended procedure. The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026, there was a "false positive urine hcg test." The customer reported a "quantitative serum hcg test was performed to confirm the results."